Event description:
It was reported that three (3) 150ml intravia containers had particulate matter (pm) in the bags. It was observed that when the bags were spiked at a slight angle a piece of plastic occasionally broke off into the bag. The pm appeared to be a piece of the port and was described as, ¿small, thin, clear piece of plastic floating in the solution in the bag¿. The bags were being filled with piperacillin-tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) medical center. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6 (update codes), h11. Correction: d4 expiration date (update to n/a), UDI #. B5: the event was observed in the inpatient pharmacy area. H11: two (2) devices and three (3) photographs of samples were provided for evaluation. Visual inspection of the photo samples showed a particle inside the bags. A visual inspection of the returned samples was performed which showed a particle was inside the bags. The particle appears to be detached from the membrane of the port due to the spiking process by the end user. The reported condition was verified. The cause could not be determined; however, may be user-related to the spiking process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.